Event description:
The international customer reported the tidal volume displayed on the ventilator was not accurate. The customer reported the set volume was 500 ml and the reading was 400 ml. The customer reported the issue occurred after the device had been serviced. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The service technician confirmed the reported problem. The service engineer replaced the gas delivery system to address the reported problem.

Manufacturer narrative:
Gas delivery system.